Event description:
It was reported to philips that, when the customer tried to use the x-ray transmission type pediatric defibrillation pad m3719a, the gel peeled off from the pad side and remained on the mount. The next m3719a prepared in succession was in the same state. The first pad is being addressed in pr (B)(4). It was initially reported that there may have been a delay in life saving therapy, however, it was later clarified by email from technical support that the customer was monitoring a patient at the time of the issue. Therefore, this report has been updated from a serious injury to a product problem. The second pad is addressed in pr (B)(4). The customer contacted the philips response center. The customer shipped the involved pad set to philips for evaluation. One defibrillation pad set was returned for failure analysis. The reported problem was verified. The sternum pads presented significant un-uniform gel surface and the apex pads showed signs of air/bubbles between the gel and the clear plastic liner resulting in pads failing tests. The reported problem was verified. The pad set will be scrapped.

Event description:
It was reported to philips that, when the customer tried to use the x-ray transmission type pediatric defibrillation pad m3719a, the gel peeled off from the pad side and remained on the mount. The next m3719a prepared in succession was in the same state. The first pad is being addressed in (B)(4). At this time, we are considering that the pad may have been used to provide therapy to a patient. There may have been a delay in life saving therapy, therefore, this report is being considered a serious injury. The second pad is addressed in (B)(4). Additional details have been requested.